Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought the pump was not delivering insulin. There were no alerts or alarms. The customer's blood glucose level dropped from 241 mg/dl to 170 mg/dl. Tandem technical support confirmed with the customer that the drop in the bg level was an indication that the insulin was being delivered.